Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was extravasation leading to the meniscal repair not being completed.

Manufacturer narrative:
Alleged failure: pressure issue. Confirmed failure: software upgrade needed. Probable root cause: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing. Motor encoder malfunction/failure (inflow and/or outflow). Roller wheel assembly (inflow and/or outflow) malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Main board (all) /imx failure (cf). Software malfunction. Use error. System design. Unwanted movement of internal components/wiring. Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design). Pump operated at least-favorable environmental conditions for extended period of time. Run screen does not adequately indicate overpressure situation. Miniwash malfunction (cf). Command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready). Excessive use of wash or turbo. Slow reaction time to a quickly closed off shaver outflow at high flow rates. Power failure of pump. Pressure sensor stuck behind the sensor bracket. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Insufficient cyber security (cf). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was extravasation leading to the meniscal repair not being completed.